Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had committed suicide using his insulin pump. At present, the insulin pump is with the police department and we are not expecting the insulin pump back at this time as the investigation is still being conducted. Nothing further was reported.